Manufacturer narrative:
Philips has confirmed through the ongoing investigation that the x-ray run, a series of consecutive x-ray images, was aborted because the x-ray tube became overloaded. The system is designed to provide audio and visual alerts prior to the x-ray tube overloading (warning) and when the x-ray tube is too hot. When the tube load is too high during an exposure run, the user is instructed to finish acquiring x-ray images. When the maximum tube overload level is reached the user is alerted that the x-ray run is aborted and the system automatically stops acquiring x-ray images. Messages associated with tube load are explained in section 4.2 of the allura xper fd series supplementary information (4522 203 16832). Tube load is also covered in section 3.3 of the philips allura xper fd series - system description and user interfaces (4522 203 17032) and section 5.5.1 of the allura xper fd series basic operations manual (4522 203 17232), the latter of which includes the warning ¿it is the responsibility of the operator to avoid actions that could increase the tube load¿ (pages 5-8). Icons that indicate newly acquired x-ray (live) images are displayed in the user interface (visible on the main monitor in the operating room and in the control room) and in the upper right corner of the live image which is the main source of image guidance for the user. In addition, x[1]ray indicators (lights and light emitting signs) in the room are on as long as radiation is active. These icons and indicators are explained in section 2 and section 3 of the philips allura xper fd series - system description and user interfaces (4522 203 17032). Philips has performed a review of the log file. According to the log file, digital subtracted angiography (dsa)/cerebral subtracted acquisition (an x-ray acquisition setting commonly used for neurovascular procedures) was used during the endovascular trans arterial embolization (ete) at a rate of 4 frames per second (fps). Twelve (12) seconds after starting the dsa exposure the message ¿tube overload: finish run¿ was displayed to the user and the buzzer alarm changed to the tube overload buzzer alarm. Seven (7) seconds later, the message ¿run aborted: tube overload¿ was displayed to the user and the buzzer alarm stopped. Twenty (20) seconds after the run was aborted, the exposure pedal was released by the user. Automatic image review (a continuous and repetitive cycle of showing the images from the most recent x-ray run) was initiated when the x-ray run was aborted. For dsa, it is industry standard that a review loop is automatically initiated after an x-ray acquisition and this is normal behavior of the system. By default, the frame rate of dsa acquisitions is lowered after 4 seconds. This is implemented to reduce dose to the patient in case of long acquisitions. According to the log file, for this procedure settings were changed by the user prior to starting the procedure to enable image acquisition at 4 fps throughout the procedure. Use of dsa at 4 fps for a prolonged period increases x-ray tube load. In this case, the tube became overloaded, and the exposure was aborted by the system to prevent permanent damage. When tube overload occurs, it requires that the system not be used for a period of time in order to cool down. The analysis of the log file shows that twenty-four (24) seconds after the run was aborted a new dsa was started. During endovascular trans arterial embolization (ete) procedures, glue may be applied to the pathological vessel. Section 4.7 of the allura xper fd series extended operation manual (4522 203 17432) outlines that the roadmap function is ¿intended to apply glue or onyx to a vessel system with a malformation¿ (page 4-23). The current investigation shows that the system was working according to specifications. After the exposure was aborted, and the automatic image review started, as is expected when using dsa, the change from live acquisition to automatic review was not detected by the user and the glue continued to be injected. During the event, visual and audible indicators worked as intended. The evaluation method code has been updated to reflect up-to-date methods of evaluation.

Manufacturer narrative:
Philips has concluded the investigation. The system functioned as designed and complies with the applicable standards and regulations. The investigation confirmed that there are no process gaps and visual and auditive measures in place are adequate and sufficient to help user distinguish between a video playback run and live image acquisition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure for aneurysm repair, the live exposure stopped being displayed and a playback image was used instead of the live image during the deployment of glue into the patient¿s artery. According to the information received from the facility¿s risk manager, the system was on continuous loop (showing previous image) and then restarted after the md released the foot pedal showing a real-time image. The real-time fluoroscopy shut off before injection of the glue. 0.3 ml of glue was injected into the basilar artery and hardened. Patient remained intubated on the day of the procedure and was transferred to critical care and then to hospice the next day and passed away. Philips has received via FDA the voluntary medwatch reported by the customer. This report indicated that the 73-year-old female patient was scheduled for a repeat detrended cross correlation analysis on the allura system. The procedure planned to treat the aneurysm was an endovascular trans-arterial embolization, via a right femoral approach. The physician noted the glue was not visible under fluoroscopy and checked the syringe, finding 0.3mm of volume had already been injected. It was at this time the physician and team realized they were not viewing a real-time fluoroscopic image. The fluoroscopy indicators were reported to have been on, lights were still off, the audible sound of a run was still present, and the fluoroscopy pedal was never released. The glue injection was stopped, and it was noted that the glue had migrated to occlude the right anterior inferior cerebellar artery, with a non-occlusive cast in the basilar artery and the origin of both posterior cerebral arteries. The physician attempted to aspirate the glue from the unintended area, additional image acquisitions were performed and found that the glue had already adhered to the wall of the basilar artery. The patient was heparinized and blood pressure was maintained. The physician then decided to end the procedure. Philips has initiated an investigation of this complaint.